Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead and the atrial lead exhibited noise, low pacing impedance, and loss of capture. Both the rv and atrial leads had insulation damage. The leads were capped and replaced on (B)(6) 2025. The patient was stable throughout.

Event description:
Additional information received indicated that the right ventricular lead exhibited noise oversensing which led to pacing inhibition.

Manufacturer narrative:
Correction: section b5.

Event description:
Additional information received indicated that the right ventricular lead and atrial lead exhibited noise oversensing which led to pacing inhibition.